Event description:
Subsequent to the initial medwatch report, sus voluntary report #mw5083546 was received containing the following information. Event description: date FDA received: 29-jan-2019: voluntary 31-jan-2019 11:23:45:00: patient was here for a routine outpatient heart cath, patient had highly calcified vessels, at the very end of the procedure, cardiologist deployed a perclose proglide closure device into the right femoral artery to help with closure of the vessel since the procedure was complete. Noting a lot of resistance per provider when trying to deploy the perclose, as several attempts were made to remove the device, the perclose broke in half and part of it was in the right femoral artery. Vascular surgeon was paged and the decision to take the patient urgently to operating room was made to remove the foreign object. He did have acute blood loss anemia due to complication; however, no blood transfusion was necessary. Patient was discharged (B)(6) 2019 to inpatient rehab for additional recovery.

Manufacturer narrative:
Patient codes: 1706 labeled. Internal file number - (B)(4). Attachment: user facility medwatch sus voluntary event report #mw5083546. Evaluation summary: the device was returned for analysis. Difficult to insert into the anatomy, foot retraction issue and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Additionally, the patient effect of anemia is listed in the instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, resistance was felt when advancing the proglide device into the patient anatomy so the device was pulled back. When pulling the device back, it was difficult to remove and was noted that the device separated into two pieces at the junction between the proximal and distal guide. A cut down was performed to removed the black portion of the proglide device and surgically suture the artery closed to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.